Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Conclusion code: failure observed during analysis. Final analysis found that the insulation was abraded at 14.5 cm to 14.7 cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. A surface abrasion was also noted at 19.5 cm from the connector pin. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.